Event description:
The customer reported being in the emergency room due to high blood glucose of 267mg/dl. The customer stated that the cause of her admission may be due to an injection in the tooth. The customer mentioned receiving no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.